Event description:
Baxter interlink t-connector was found to be defective upon inspection - male luer lock portion of t connector has a broken and/or "melted" appearance and does not allow for proper line connection. Unsure if isolated to certain lots. FDA safety report ID#: (B)(4).